Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the braids inside the connecting tube cut during user handling and protruded out of resin of the tube. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
Additional information was provided regarding this event. The event occurred during reprocessing.

Event description:
A field service engineer (fse) reported to reported to olympus on behalf of the customer, that while performing a leak test on gastrointestinal videoscope, a leak was found coming from the connecting tube. During inspection of returned device, the insertion tube braids protruded outward from the inside. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer' s allegation was confirmed. There was a leak from the connecting tube, near the control body. There were also cut portions of the braids (strand) protruding from the inside of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.